Event description:
Hill-rom received a report from the account stating the head of bed function was operating on its own. The bed was located at the account in room 348. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech pt found the hand pendant was causing the head to elevate upright due to head up function button was damaged. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the hadn pendant to resolve the issue. Based on this info, no further action is required.